Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted reported adverse event or product problem was incorrect. It should be the manufacturer received information alleging a ventilator inoperative condition occurred. The patient's blood oxygen saturation level decreased. The patient was hospitalized, and the patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, section h: type of reported complaint and section b: adverse event or product problem has been updated/corrected in this report.